Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the sram error: cassette was not inserted and the gas not issued. There was no reported patient involvement.

Manufacturer narrative:
According to the ge field engineer, the failure occurred during self-test. Therefore, the device cannot be used and was not hazardous. The initial report was not reportable.